Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the end effectors did not close and open as intended. The link between the shaft and the end effector was found broken leading to the incident reported. It could not be determine what may have caused the damaged found. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the jaw broke before inserting in situs. No further information is available. Procedure was completed with same like device.